Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to a robotic laparoscopic radical prostatectomy procedure, when the monopolar curved shears (mcs) instru ment was attached to the instrument drive unit (idu), it displayed as expired even though it was its initial use. Additionally, when removing the instrument and the monopolar cable, the energy cable snapped off the instrument housing. There was no patient involvement.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported monopolar curved shears. The monopolar curved shears sample was not made available for this incident as it was discarded by the customer. Evaluation of the logs indicated that the monopolar curved shears was attached to arm cart assembly 4. The use time was four minutes with a use count of one. The standard use count for the monopolar curved shears is one, indicating that end of life was reached. Evaluation of the monopolar curved shears noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, prior to a robotic laparoscopic radical prostatectomy procedure, when the monopolar curved shears (mcs) instru ment was attached to the instrument drive unit (idu), it displayed as expired even though it was its initial use. Additionally, when removing the instrument and the monopolar cable, the energy cable snapped off the instrument housing. There was no patient involvement.